Event description:
It was reported that the keypad button had a delayed response on occasion. It was also reported that the keypad was loose at the buttons but was not coming loose from the pump and the keypad was not torn. The patient reportedly wore the pump attached to a belt and did not clean the pump. The patient refused to return the pump as the buttons were reportedly still responding.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'up' and 'contrast' buttons. The keypad was torn, peeling and lifting, exposing the button contacts. The keypad cover was removed and contamination was noted under the contacts of all buttons. Unrelated to this complaint, the display is faded and discolored. When a test screen was used the display was fully functional.